Event description:
Consumer called to report bruising or burn on her daughter's skin after using the therapy patch on her daughter's ankle. Sought medical assistance at the local hospital. Physician treated with medication.